Event description:
The customer reported that the system had a faulty x-ray tube and collimator command. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired the collimator. The system operates as intended.